Event description:
The customer reported a low battery and the device fails to power up on battery power during testing.

Manufacturer narrative:
(B)(4). The customer reported a low battery and the device fails to power up on battery power during testing. There was a no involvement. The customer¿s biomed engineer isolated the issue to the battery. The battery date was over 2 years old. The battery was replaced and resolved the issue. The device passed testing. We will not consider this a malfunction where the battery was over 2 years old and beyond its expected life.